Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and the omnipod system user error - user did not eat for bolus event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to hypoglycemia. It was reported that the patient administered insulin boluses at mealtimes, but did not eat, leading to low blood glucose levels. No additional information was available regarding the patient¿s condition during hospitalization or any treatment provided. A supplemental report will be provided as new information becomes available.